Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/4/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code w9915. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Date sent to the FDA: 11/30/2021. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: where is the needle retained; in what structure? - the tissue that the needle was retained is subcuticular breast tissue. The patient has had an x ray to confirm and the needle has been located. Are there plans to remove the retained needle piece? - the surgeon will bring the patient back for an ultrasound and removal of the retained needle on the (B)(6). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - I have asked her to keep the extracted needle piece and that I will collect and return. Lot number brrm78589 was provided, however it couldn't be recognized by the system. Could you please confirm the lot number? - the outer box that the suture came from has been discarded and I cannot get the lot number. What was the size of the needle used?- the size of the needle was 11mm a 5/0 vicryl rapide. The following information was requested, but unavailable: was more than half the needle retained in the patient? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 11/30/2021. Corrected information: b1, b2, h1- upon additional information review, this medwatch report meets serious injury reportability criteria and was updated from malfunction to serious injury. Corrected h6 health effect- clinical codes: e2008. . Corrected h6 health effect- impact codes: f19.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the patient undergo the scheduled removal procedure for removal on the needle fragment on (B)(6)2021? Were the needle piece(s) retrieved during the re-operation? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent: * lot number brrm78589 was provided, however it couldn't be recognized by the system. Could you please confirm the lot number? The outer box that the suture came from has been discarded and I cannot get the lot number. * what was the size of the needle used? The size of the needle was 11mm a 5/0 vicryl rapide. * was more than half the needle retained in the patient? * where is the needle retained; in what structure? * are there plans to remove the retained needle piece? * were there any patient consequences? * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a breast biopsy procedure on (B)(6) 2021 and suture was used. While suturing the subcutaneous skin the needle broke in 2 pieces. The suture material attached to the remainder of the needle has been retrieved. The remainder of the needle was not located at time of reporting. There were no patient consequences reported. Additional information has been requested.